Manufacturer narrative:
During use of a 014 4.0 x 20 142cm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, there was "fluttering at ten atm normal air pressure." One product was returned for analysis. A non-sterile aviator plus .014 4.0 x 20 142cm was returned. Per visual analysis, the device was coiled inside of a clear plastic bag without the balloon being inflated. No damages or anomalies were observed on the balloon or on the rest of the device. A functional test was performed. The guide wire lumen was flushed, and a lab sample guide wire was inserted through it. The inflator/deflator device was attached to the hub and balloon inflation test was done by applying pressure. The balloon did not inflate as expected due to a leakage observed on the middle section of the balloon. Sem results showed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of bulged/peeled balloon material as well as scratch marks adjacent to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the bulged/peeled material and scratch marks led to the rupture noted on the balloon. The internal surface of the balloon did not present evidence of damages on the surrounding areas of the rupture. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 17712403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - damaged in-patient¿ was confirmed due to the leakage observed during the inflation test. However, the exact cause of the leakage could not be determined during analysis. The balloon showed evidence of bulged/peeled material and scratch marks on the outer surface which would imply that vessel characteristics may have contributed to the event. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage, likely a calcified vessel. According to the instructions for use, although this is not intended as a mitigation, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use of a 014 4.0x20 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter, there was "fluttering at 10atm normal air pressure." There was no patient injury and the device will be returned for analysis. Analysis of the returned device from sem indicates leakage due to balloon rupture.